Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the pressure dome on the isolator line leaked. The product was changed out, there was no blood loss, and surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, the investigation is incomplete. Terumo plans on submitting a f/u report when more info becomes available, thus referenced codes. (B)(4).